Event description:
The customer reported a speaker operation problem is displayed on their intellivue multi measurement server (x2). The device was in use on a patient. There was no report of patient or user harm.